Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 49 mg/dl. The patient treated via glucose boost drink. During troubleshooting the insulin pump passed the displacement test. The time was inaccurately programmed and the customer was assisted with correcting that issue. The insulin pump was not returned for analysis.